Event description:
Customer called lfs on 7/2002 alleging that the test strips had extra long contact bars. And explained that when test strip from one particular vial were inserted into the meter, the contact bars stuck out more from the test strip port than the previous test strips. Did not report any symptoms, however, customer did explain that upon opening this new vial of strips, the blood glucose levels were "25 points" higher than normal and reported readings high such as "189 mg/dl, 192 mg/dl, and 196 mg/dl". No report of any results from prior test strips. The control solution test passed (180: 158-239). Customer was concerned with the variation between different control test results, even though they were within range. There was no evidence that the meter itself malfunctioned, however, the test strips had abnormally long contact bars, which could have caused possible variations in the results. The "ccr" replaced the test strips and the meter.